Event description:
During a follow up performed on (B)(6) 2014 both atrial and ventricular lead impedances were over 3 kohms. On threshold test, capture failure was confirmed with output 4.5v on atrial side. Ventricular threshold increased from 0.75v (at previous check) to 3.0v. No irregularities were identified to the leads by x-ray. A re-intervention was performed on (B)(6) 2014. Before the procedure the atrial impedance was 572 ohms and the ventricular impedance was above 3 kohms. When the pacemaker was extracted from the pocket the atrial lead came out of the port without unscrewing the set-screw but no connection failure was noted relative to the ventricular lead. The leads were measured by an analyzer; capture failure with 5v/0.35ms was noted to the atrial lead (unipolar/proximal). The leads were reconnected to the pacemaker and no irregularities were confirmed during the device check. No anomaly was noted under fluoroscopic observation neither on x-ray photo for both leads. The pacemaker was replaced and the existing leads were kept implanted.

Event description:
During a follow up performed on (B)(6) 2014, both atrial and ventricular lead impedances were over 3 kohms. On threshold test, capture failure was confirmed with output 4.5v on atrial side. Ventricular threshold increased from 0.75v (at previous check) to 3.0v. No irregularities were identified to the leads by x-ray. A re-intervention was performed on (B)(6) 2014. Before the procedure the atrial impedance was 572 ohms and the ventricular impedance was above 3 kohms. When the pacemaker was extracted from the pocket the atrial lead came out of the port without unscrewing the set-screw but no connection failure was noted relative to the ventricular lead. The leads were measured by an analyzer; capture failure with 5v/0.35ms was noted to the atrial lead (unipolar/proximal). The leads were reconnected to the pacemaker and no irregularities were confirmed during the device check. No anomaly was noted under fluoroscopic observation neither on x-ray photo for both leads. The pacemaker was replaced and the existing leads were kept implanted.

Manufacturer narrative:
Preliminary analysis of the returned device revealed that the electrical characteristics of the subject pacemaker conformed to established specifications. The analysis confirmed that the connection system of the subject pacemaker functions as specified with a duplicate torque-limiting screwdriver. Tightening marks on the tip of each set-screw might suggest appropriate lead connection in both channels (although these marks could have been left during the explant procedure).

Event description:
During a follow up performed on (B)(6) 2014 both atrial and ventricular lead impedances were over 3 kohms. On threshold test, capture failure was confirmed with output 4.5v on atrial side. Ventricular threshold increased from 0.75v (at previous check) to 3.0v. No irregularities were identified to the leads by x-ray. A re-intervention was performed on (B)(6) 2014. Before the procedure the atrial impedance was 572 ohms and the ventricular impedance was above 3 kohms. When the pacemaker was extracted from the pocket the atrial lead came out of the port without unscrewing the set-screw but no connection failure was noted relative to the ventricular lead. The leads were measured by an analyzer; capture failure with 5v/0.35ms was noted to the atrial lead (unipolar/proximal). The leads were reconnected to the pacemaker and no irregularities were confirmed during the device check. No anomaly was noted under fluoroscopic observation neither on x-ray photo for both leads. The pacemaker was replaced and the existing leads were kept implanted.

Event description:
During a follow up performed on (B)(6) 2014, both atrial and ventricular lead impedances were over 3 kohms. On threshold test, capture failure was confirmed with output 4.5v on atrial side. Ventricular threshold increased from 0.75v (at previous check) to 3.0v. No irregularities were identified to the leads by x-ray. A re-intervention was performed on (B)(6) 2014. Before the procedure the atrial impedance was 572 ohms and the ventricular impedance was above 3 kohms. When the pacemaker was extracted from the pocket the atrial lead came out of the port without unscrewing the set-screw but no connection failure was noted relative to the ventricular lead. The leads were measured by an analyzer; capture failure with 5v/0.35ms was noted to the atrial lead (unipolar/proximal). The leads were reconnected to the pacemaker and no irregularities were confirmed during the device check. No anomaly was noted under fluoroscopic observation neither on x-ray photo for both leads. The pacemaker was replaced and the existing leads were kept implanted.